Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description this complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal radius ulna fractures. During the surgery, the surgeon had a difficulty engaging the drill sleeve with a plate. As soon as he engaged it successfully, it come off. Such event happened repeatedly during the surgery. The procedure was completed successfully with any delay reported. The patient outcome was unknown. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary visual inspection: the shipped back device "lcp drill sleeve 2 w/scal f/drill bit 01" article number 323.034 with lot number 8117640 is in used condition. The tread on the top of the sleeve looks worn and damaged. Functional test: the device passed all the functional test performed. For this reason, it could be said that the malfunction of the device "lcp drill sleeve 2 w/scal f/drill bit 01" 323.034 with lot number 8117640 cannot be confirmed. Dimensional inspection: dimensional inspections are not required per selected investigation flow form . Document/specification review: in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. Summary: the shipped back device "lcp drill sleeve 2 w/scal f/drill bit 01" article number 323.034 with lot number 8117640 is in used condition. The tread on the top of the sleeve looks worn. Functional tests were performed. The device passed all the functional test performed. For this reason, it could be said that the mal function of of the device "lcp drill sleeve 2 w/scal f/drill bit 01 " 323.034 with lot number 8117640 cannot be confirmed. Dimensional inspections are not required per selected investigation flow form . According to evidences is not possible to address the final root cause to a manufacturing issue. The manufacturing process was performed according to the reviewed documents and all functional test were recorded. Most likely a mishandling of the device could have led to the opening of this complaint. Since no manufacturing related issue has been identified and/or confirmed, review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 323.034, lot: 8117640, manufacturing site: hägendorf, release to warehouse date: 06 nov 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.